Event description:
The customer reported the system displayed a communication error message and hung up. It is likely the customer experienced a system lockup situation which was resolved following a reboot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.